Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device noted that the proximal contact was bent. The main coil was broken off at the detachment zone and was not returned for analysis. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Event description:
During investigation, it was found that the main coil had broken off at the detachment zone.

Event description:
During investigation, it was found that the main coil had broken off at the detachment zone.